Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. The feedthrough had current leakage (unspecified). The returned device indicated shorting/low impedance in the hybrid. Device analysis confirmed the field observation which is consistent with an l404 reset and a device charge time out. Optical microscopy and optical coherence tomography confirmed that there was feedthrough dadet and medical adhesive delamination that resulted in an unintentional current leakage path that resulted in field complaint observations. Analysis of the hybrid revealed that the charge timeout and high voltage delivery failures were due to damage to the high voltage switches. The igbt, hva triac, hva diode, and hva scr sustained catastrophic end of service damage resulting in low resistance shorts in the components. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device memory indicated the ventricular tachyarrhythmia therapy energy was high. The feedthrough had current leakage (unspecified). The feedthrough had current leakage (unspecified). Device analysis confirmed the field observation which is consistent with an l404 reset. Optical microscopy and optical coherence tomography confirmed that there was feedthrough dadet and medical adhesive delamination that resulted in an unintentional current leakage path that resulted in field complaint observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned. Performance data collected from the device was received and analyzed. The device memory indicated the ventricular tachyarrhythmia therapy energy was high. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory indicated charge circuit inactive. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. An interrogation showed the implantable cardioverter defibrillator (ICD) delivered three shocks for an episode in the ventricular fibrillation (vf) zone and attempted to deliver a fourth shock, however the fourth shock was not delivered due to excessive charge time, and therapy was aborted due to charge circuit timeout. The arrhythmia continued for four minutes before self-terminating. Following the episode, the was a drop in right ventricular (rv) lead pacing impedance which triggered an alert for low out of range (oor) pacing impedance, and the ICD had an observation for charge circuit inactive with the device having triggered the end of service (eos) indicator. An internal review of the episode data showed that the first and third high-voltage therapies delivered for the vf episode had been delivered with more than the programmed high-voltage energy, indicative of a reset of an ICD integrated circuit. This circuit is also responsible for battery voltage and pacing impedance measurements, and the reset impacted the measurements and resulted in a false drop in pacing impedance across all pathways. Further review of the device data showed that two consecutive excessive charges of greater than 30 seconds occurred for a total of three excessive charges of over 30 seconds following the last high-voltage therapy delivery, resulting in eos being triggered. The historical device data showed t-wave oversensing (twos) on some stored episodes, otherwise the data did not indicate an issue with rv lead integrity. The ICD was later explanted and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.